Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no insulin was seen exiting the tubing during fill tubing. Insulin was seen exiting the cartridge tubing; however, no test bolus was delivered to verify. Blood glucose was 176 mg/dl. Reportedly, the customer primarily relied on manual injections for insulin therapy, but would continue to use the pump for insulin therapy.